Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The reported lead was capped and replaced on 13 apr 2023. The patient is recovering from procedure.